Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen 3000mcg/ml at 1,800 mcg/day, bupivacaine 3mg/ml at 1.8mg/day and dilaudid 900mcg/ml at 540mcg/day via an implantable pump. It was reported that the patient complained of ineffective therapy. The managing physician reported a discrepancy in the volume expected versus the actual volume withdrawn from the pump. The expected volume was 4.3cc and the actual volume withdrawn was 6.5cc which was within specification with regards to volume discrepancies. Per the reporter no known environmental or external factors, unknown patient factors. Diagnostics and troubleshooting performed was dye/rotor study done (B)(6) 2023 that was normal. The catheter aspirated freely from cap (catheter access port). Rotors rotated normally. CT scan done (B)(6) 2023 indicated catheter tip at t9 and posterior. The actions and interventions taken to resolve the issue was exploratory surgery was done (B)(6) 2024 to determine what needed to be done with catheter. No issues found with catheter. The catheter aspirated freely from cap (catheter access port) and dripped freely when disconnected from pump. No kinks or punctures seen. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.